Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e601 analyzer. The first patient's initial hcgb result was 96 iu/l and it was reported outside the laboratory. On (B)(6) 2014, the first patient's sample was repeated and the result was 8.72 iu/l. This result was also reported outside the laboratory. The second patient, a female (B)(6), had a sample diluted 1:100 and the result was 63288 iu/l and it was reported outside the laboratory. On (B)(6) 2104, the second patient's sample was repeated and the result was 37979 iu/l. This result was also reported outside the laboratory. The third patient, a female (B)(6), had an initial hcgb result of 157.6 iu/l and it was reported outside the laboratory. The sample was repeated and the result was 97.41 iu/l. On (B)(6) 2104, the third patient's sample was repeated and the result was 0.100 iu/l. This result was also reported outside the laboratory. There were no adverse events. The hcgb reagent lot number was 173268 and the expiration date was 10/30/2014. The field service representative went on site. Inspection of the hcgb quality control showed that it performed well until (B)(6) 2014 where it showed poor precision on all three levels until (B)(6) 2014. Although the customer only alleged hcgb issues, some of the quality control results on other assays also showed poor precision during the same time. It was found that one of the samples analyzed was hemolysed and should not have been tested. A cotton bud was found in the reagent carousel. It was noted the customer was not following the recommended calibration frequency. The field service representative attempted a performance check which failed. The measuring cell was then changed. All assays were calibrated and quality control was performed and verified. A correlation test was performed and the results correlated well.